Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. Reportedly, the battery would not charge and charging connection remained unstable unless caller held cable in place or positioned pump in a specific way. There was no reported impact to the customer¿s blood glucose level. The customer resolved the issue by using a different charging cable and adapter; technical support advised that non-tandem charging supplies should only be used for troubleshooting, and arranged shipment of replacement tandem wall adapter and charging cable.